Event description:
It was reported that an unspecified number of needle eclipse 25x1 rb experienced packaging tears while opening leaving paper shards in sterile room/field during use. The following information was provided by the initial reporter: material no.: 305761 batch no.: unknown per email: it has not been a particular lot number but the reference number 305761 have all had loose caps. Complaint 3 of 3 per email: I currently order supplies and vaccines for my user facility. I order bd eclipse injection needle w/ and w/out bd luer-lok syringe through a distributor for our pediatric office. I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.

Manufacturer narrative:
Investigation: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A batch number was also not provided and therefore, a device history review could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle eclipse 25x1 rb experienced packaging tears while opening leaving paper shards in sterile room/field during use. The following information was provided by the initial reporter: material no.: 305761, batch no.: unknown. Per email: it has not been a particular lot number but the reference number (B)(4) have all had loose caps. Complaint 3 of 3. Per email: I currently order supplies and vaccines for my user facility. I order bd eclipse injection needle w/ and w/out bd luer-lok syringe through a distributor for our pediatric office. I have had multiple sticks to staff members because the needle caps do not stay on securely. The packages is also more fragile. When ripping the needles from the perforated lines we tend to open the actual package and have to discard the then exposed/non sterile needle. This has been going on for a few months but with more sticks and conversations with staff members (medical assistants and nurses) I have been made aware this is a pretty consistent thing.